Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepacks. No patient injury was reported.

Manufacturer narrative:
Company representative advised the customer to correct the problem by clearing the system's error log and restarting the system's server. Communication was reestablished.